Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box and download history revealed unexplained ¿power on reset¿ events recorded. The returned battery cap was evaluated and determined to be within the required specifications. On examination, the battery compartment was intact without damage. The pump case was noted to be cracked near the upper right corner of the display lens. There was visible moisture behind the display lens. A leak test was performed and a leak was found at the crack in the pump case. On investigation, the pump powered on with a blank display. The pump demonstrated positive vibratory functionality; however auditory tones were absent. Complete product test was not possible due to the moisture contamination and blank display screen. The pump case was removed for investigation and revealed moisture corrosion throughout the inside of the pump including the audio tone module and flex/connector for the display screen. Investigation confirmed the alleged moisture ingress; the power issue was not able to be fully investigated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture behind the display and no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.